Event description:
Product surveillance received a call from a clinical educator who reported a separated transfer set. She said the minicap was still on the transfer set and sample is available. She did not specify where the separation occurred. She had no information regarding the contact information for the nurse or patient. She said no injury or medical intervention was reported and had no other information to provide.

Manufacturer narrative:
(B)(4). An actual sample was evaluated for the reported problem. A visual inspection was performed with the following issues noted: dark blue connector separated from light blue body. A leak testing was performed with no issues noted. A clear passage test performed with no issues noted. A clamp function test performed with the following issues noted: dark blue connector separated from light blue body. The sample was confirmed for the reported problem. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Correction: the evaluation codes were inadvertently sent in error in the initial MDR.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4): during follow up, the reporter stated that it was unknown if any chemicals were used on this particular transfer set for cleaning. The clinic's policy and procedure does call for cleaning the twist clamp and light blue finger grip with a baxter approved sanitizer before each connect and disconnect. Evaluation summary: this condition was confirmed, as evaluation of the returned sample identified that the female connector was separated from the mainbody. The root cause for the separation between the female connector and the main body could not be determined.